Manufacturer narrative:
Additional information h6: investigation findings and investigation conclusions h11: additional manufacturer narrative: early onset endocarditis (i.e. 60 days or less post-implant) generally reflects contamination arising in the perioperative period or at the time of surgery. Potential sources may include the patient own skin and access lines, air in the operating room, the coronary suction devices used during surgery and the heart lung bypass machine, and the prosthesis itself. No medical records or other empirical evidence were provided to confirm the reported endocarditis. Since there are multiple modes of contamination other than the prosthesis itself, and there is no evidence that the patient infection was device related, the event was likely due to patient and or procedural-related factors.

Event description:
Per the report received from italy, edwards received notification that this patient with an inspiris resilia valve implanted in aortic position underwent reoperation for valve replacement due to valve endocarditis after an unknown implant duration, however, the endocarditis was diagnosed 10 days after the first aortic valve replacement. The patient was around 50 y-o at the time of implant. The patient was noted as to be in ICU with tracheostomy in delicate health condition.

Manufacturer narrative:
H11: additional narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: initially, it was reported that his valve implanted in the aortic position was explanted after an implant duration of 10 days. The infecting organism was staphylococcus epidermidis. The patient was treated with antibiotics in ICU during 1 day and was noted as to be discharged home. Through investigation it was learned that edwards multi-stage solution processing and the terminal ethylene oxide sterilization ensures that all microorganisms including the bacteria identified staphylococcus epidermidis, are rapidly inactivated. Prosthetic endocarditis is a serious complication of valve replacement and repair surgeries, despite improvements in protheses types, surgical techniques, and infection control measures. Late onset of endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not related to the sterilization or packaging process. It can be concluded that the bioprosthetic valve, as supplied by edwards lifesciences, would not be the source of infection. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Edwards received notification from italy that a patient of around 50 years old with a valve model 11500a29 implanted in aortic position during a bentall procedure was diagnosed with valve endocarditis 10 days after index procedure. The infecting organism was staphylococcus epidermidis. The patient was treated with antibiotics in ICU during 1 day and was noted as to be discharged home.

Manufacturer narrative:
Corrected: b2. Updated fields: a1, b4, b5, b7, d4 (serial number, expiration date), d6, g3, g6, h2, h4, h6 (health effect - impact code). H11. Additional manufacturer narrative: the investigation was re-opened to include additional information received. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.